Event description:
According to the information received, a balloon burst was reported for a foley catheter. The patient described he had the urge to pass urine and then could feel the balloon bursting inside. He then felt the sensation of water spilling. Following this the catheter fell out with the balloon deflated. The patient had to be re-catheterized.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.